Manufacturer narrative:
A picture was provided showing cannula tail split. Cannula was requested for further investigations: during visual inspection the cut, 3 cm long, was confirmed from cannula bottom tail to 1/4'' printed mark. The marking phase is performed through the insertion of a specific mandrel in the proximal tube of the cannula necessary for the printing. Considering that the mandrel has a shaped steel component internally, it cannot be ruled out that inserting it with excessive force or in the wrong direction accidentally can lead to the reported condition. Based on the above facts and considering the extent of the fracture, it cannot be ruled out that if the the crack initiated at the time of assembly in livanova plant was tiny and acceptable and that further grew and propagated under the application of mechanical and thermal stresses during shipping/transportation and use. Analysis of complaints database revealed it is an isolated case and no other similar cases notified for batch concerned nor for this product part number, neither concerning trend has been identified. The manufacturing personel will be involved in a dedicated training meeting awaring of customer complaint. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: sorin group italy manufactures the pediatric arterial cannula. The incident occurred in (B)(6), united kingdom. (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italy received a report related to an arterial pediatric cannula that split vertically and peeled off the connector on the arterial line when the surgery was just finished. Medical team elected to cut it horizontally and reattached to the arterial line. There was no patient injury.